Event description:
The customer reported that non-reproducible, falsely elevated follicle-stimulating hormone (fsh) and total human chorionic gonadotropin (bhcg) results were generated from an access 2 immunoassay system for one patient's sample. Beckman coulter inc. Assessment of customer supplied data indicated that upon multiple repeat testing, the fsh and bhcg results were lower, consistent, and regarded as valid. There were no instrument generated flags associated with any of this event's results. The customer also provided additional patient results. No other patient or assay results were questioned as part of this event. The fsh and bhcg results were not reported outside of the laboratory and hence there were no reports of death, serious injury or modification in patient treatment associated with the event. Quality control (qc) results were generating acceptable results during the timeframe of this event. Beckman coulter inc. Assessment of customer supplied instrument performance data indicated that four replicates, of three levels of qc, for both bhcg and fsh are recovering precisely and without error flags. The sample was normal in appearance with no visible abnormalities. No patient demographic information was provided by the customer.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer discovered no significant findings. In conclusion, the root cause of this event is unknown.